Event description:
The customer reported via phone call that the insulin pump alarmed software error. The customer's blood glucose was 170 mg/dl. The customer explained that they received the alarm when attempting to change the basal rates on the insulin pump. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that the alarm did not occur while priming. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.